Event description:
It was reported that the patient had an artificial urinary sphincter second, tandem cuff implanted due to unspecified reasons. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted. Additional information received indicated that the reason for the revision was that the patient was leaking and the system never worked for the patient.